Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and no delivery alram. The blood glucose level was unknown. The display did not returned after restart. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed self test and displacement test. Device was monitored for 24 hours and no post-reset ram crc alarm, missing segments, partial display or blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert noted during testing or in the insulin pump trace download. Device received with minor scratches on case and pillowing keypad overlay. (B)(4).